Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: j clin med. 2024 jun 29;13(13):3825. Https://doi.org/10.3390/jcm13133825 pmid: 38999391; pmcid: pmc11242694.

Event description:
Title: bilateral superior gluteal artery perforator (sgap) flap: modified concept in perineal reconstruction. The aim of this study is to present a case of three patients (two male) and one female who underwent bilateral sgap flaps for perineal reconstruction from september 2015 to december 2019. Blake drain 15fr (eth) which was placed in fitting the suction drain. Reported complications: blake drain 15fr (eth) partial tip necrosis of the deep flap (n=1) treatment: was salvaged with surgical debridement and secondary sutures. Continuous wound discharge (n=1) treatment: was salvaged with surgical debridement and secondary sutures. In conclusion, combination of two sgap flaps provides maximal soft tissue for defect reconstruction and obliteration of dead space, while maintaining a very inconspicuous donor site, even with bilateral harvesting. Given these advantages, the authors recommend this promising approach for successful reconstruction of perineal defects.